Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus) as it had not improved from the baseline. It was indicated that the patient did not leak urine while sleeping; however, abundant leakage was noted when the patient moved, sat down or stood up. A dynamic ultrasound was performed in which it was confirmed that the aus was not coaptating the urethra as the components remained static after activating the device. A revision was requested to address the experience; however, it had not been yet performed. There were no further patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Additionally, the reported patient symptom is a known risk associated with ams 800 procedures and is noted as such in the device instructions for use. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. Correction to field h6: evaluation conclusion codes.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus) as it had not improved from the baseline. It was indicated that the patient did not leak urine while sleeping; however, abundant leakage was noted when the patient moved, sat down or stood up. A dynamic ultrasound was performed in which it was confirmed that the aus was not coaptating the urethra as the components remained static after activating the device. A revision was requested to address the experience; however, it had not been yet performed. There were no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this aus underwent a thorough analysis. The cuff was visually examined, not revealing any damage or abnormality. Upon microscopical inspection, a tear consistent with wear at a corner of a fold was identified. The cuff did not pass the leakage test performed. Based on the information available and analysis results, the tear identified in the cuff could have caused or contributed to the reported clinical observation of inflation issues. The reported patient symptom of incontinence is a known inherent risk of device use as listed in the instructions for use.

Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus) as it had not improved from the baseline. It was indicated that the patient did not leak urine while sleeping; however, abundant leakage was noted when the patient moved, sat down or stood up. A dynamic ultrasound was performed in which it was confirmed that the aus was not coaptating the urethra as the components remained static after activating the device. There were no further patient complications. The aus was sent back for analysis; therefore, information suggests a revision surgery was performed on an unspecified date.

Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus) as it had not improved from the baseline. It was indicated that the patient did not leak urine while sleeping; however, abundant leakage was noted when the patient moved, sat down or stood up. A dynamic ultrasound was performed in which it was confirmed that the aus was not coaptating the urethra as the components remained static after activating the device. There were no further patient complications. The aus has been sent back for analysis; therefore, information suggests a revision surgery was performed on an unspecified date.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Additionally, the reported patient symptom is a known risk associated with ams 800 procedures and is noted as such in the device instructions for use. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this aus underwent a thorough analysis. The cuff was visually examined, not revealing any damage or abnormality. Upon microscopical inspection, a tear consistent with wear at a corner of a fold was identified. The cuff did not pass the leakage test performed. Based on the information available and analysis results, the tear identified in the cuff could have caused or contributed to the reported clinical observation of inflation issues. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus) as it had not improved from the baseline. It was indicated that the patient did not leak urine while sleeping; however, abundant leakage was noted when the patient moved, sat down or stood up. A dynamic ultrasound was performed in which it was confirmed that the aus was not coaptating the urethra as the components remained static after activating the device. There were no further patient complications. The aus was sent back for analysis; therefore, information suggests a revision surgery was performed on an unspecified date.